Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of insulin flow blocked alarm. The customer's blood glucose reading was unknown. The customer reported recurring no delivery alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. The insulin flow blocked alarm is not for the mmt-754 model pump. However, the no delivery alarm the functioned properly during the basic occlusion and occlusion tests. No unexpected no delivery alarm was noted during testing. All operating currents were within specification. The pump was received with a cracked reservoir tube lip.